Manufacturer narrative:
The hcp reported a disparity in the toric lens recommendation between the iolmaster and ascrs online toric calculator, which uses the barrett formula. The manufacturer reviewed the measurement printouts provided by the hcp. The measurement printouts show no abnormalities. The measured values are within normal, with a caution note on high astigmatism measured for both eyes. The discrepancy can be explained by the different keratometry values used for iol power calculation and formula used. The hcp used total keratometry (tk) values for the iolmaster for calculation, however, she used standard keratometry (k) values for the online calculator. Further, the iolmaster used the barrett tk toric formula, while the online calculator used the barrett toric formula.

Event description:
A health care professional (hcp) reported that there had been an incorrect surgical result after using the iolmaster 700 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange has been performed to correct the patient's vision.